Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of smoke and burnt odor was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. Potential factors of the electrical damage to components on the main pcb include plugging in a wet or shorted out hand piece. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a rotator cuff repair surgery, the device produced smoke and burning plastic smell. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.